Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms. The customer's blood glucose was 111 mg/dl. The customer also stated that the issue was resolved. The customer stated that the reservoir is not able to connect correctly. The insulin pump will be returned for analysis.